Manufacturer narrative:
At the completion of the investigation a clinical evaluation was not able to confirm the reported event. No patient medical records were received for further review and limited patient images were available. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. Devices remain implanted in the patient and were not returned, no evaluation completed. Root cause of the reported event is unknown. The device was not returned for further evaluation and limited patient data was available for review. Potential contributing factors to the reported event include; off label use, pre-existing small blood vessels, and patient anatomy.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2016. Patient came in emergently and presented with left leg claudication. The patient was admitted and an aortagram was performed. The physician elected to extend the left limb by implanting an ovation stent. The physician also identified disease progression to the left external iliac and the physician elected to implant an additional competitor device to resolve the issue. The patient is stable.